Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. While on support, it was discovered that the pump was placed too deep into the ventricle and the pig tail was pushed into the apex of the left ventricle (lv). The patient's challenging anatomy caused the pump to kink just distal to the motor housing. The physician decided to leave the pump in as the patient. Was being well supported with reduced flows and maps in the 90's. The procedure was completed without issue and explanted in the procedural area.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.